Event description:
Adverse event(s): "delay as a result of switching out the systems" (no code available). Product problem(s): "system message was received" (error message given), "system locked up" (operating system becomes non-functional). A nurse reported that a system message was received during a case causing the system to lock up and could not proceed further. The system was switched to complete the case, causing 10-15 minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and duplicated the problem reported. The fluidics module and supervisor were replaced and sent for in-house eval. A review of complaints for the last 24 months indicated one additional report for this system and does not indicate an adverse trend to this event for the last 24 months. The returned fluidics module and supervisor were installed into a known good constellation system (hot bed) and the system was powered on. During the power-up sequence, the system displayed an error message. The returned supervisor was then replaced in the system with the hot bed supervisor and the system powered on again. The same error message was repeated during power up, which rules out the supervisor as the root cause of the reported issue. The fluidics was then troubleshoot to determine root cause. The fluidics infusion pcb was tested per mtp and found to have the mt6 pressure sensor transducer performing below specifications. Once the mt6 transducer was replaced and the pcb passed the mtp, the fluidics was re-installed into a constellation system and the console powered on. This time the system powered up without any issues. Then to test the basic functionalities of the fluidics system: a cassette was loaded, the system primed and tuned, and a few basic surgical procedures were replicated. There were no non-conformities reported during this testing. The root cause of the error message was a defective pressure sensor transducer on the fluidics infusion. (B) (4). (B) (4). (B) (4).